Event description:
A few weeks after I started using my philips dreamstation CPAP machine (started using it (B)(6) 2021) I started getting sinus irritation where my nose would be stuffy all the time. I would only have nasal stuffiness on occasion previously. Also my throat and airway in general seemed to be irritated after using the CPAP. I have filed with philips to get the machine replaced - I only became aware of the recall on the CPAP about two weeks ago, around (B)(6), but I understand the recall was the end of (B)(6) 2021. No one from rotech or philips reached out to me - I saw this information online. I haven't heard anything from philips since and I stopped using my CPAP after I found out. Now I'm without a CPAP and insurance only pays for a new unit every 3 years. Very frustrating. Not sure what will happen with my health long-term. FDA safety report ID# (B)(4).